Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the dissector balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing: the dissector balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a totally extraperitoneal (tep) hernia repair procedure. The balloon could not be inflated. The device was not tested prior to use. There was patient involvement but no patient injury. No medical intervention was required and the surgery time was not extended by thirty minutes or more. The current condition of the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.